Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had issues with high blood glucose levels. It was reported that the customer removed the site and notice insulin coming out. The customer's levels had been as high as 450mg/dl. The customer treated the highs with manual injections. It was reported that the customer was in contact with their health care provider and they were still adjusting to the pump. No further assistance provided.